Manufacturer narrative:
The date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the use of products that contain silicone can cause deposits of white foreign material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to an olympus service center for evaluation of a separate issue. During testing, the service technician identified foreign objects in the air/water cylinder and jet tube of the device. There was no patient involvement.